Event description:
It was reported that on (B) (6) 2009, the pt began to hear with interferences. She didn't wear the speech processor during the weekend and when she put it on again, she was no longer able to have hearing sensations. Testing carried out on (B) (6) 2009 showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.